Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 524 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 524 mg/dl. The customer was treated for high blood glucose with syringe. The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 43 mg/dl. Customer was admitted at the hospital on (B)(6) 2016. Customer stated that he was comatose and does not know. Customer was wearing the pump at time of hospitalization. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the displacement, self test and unexpected restart tests. The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the prime, excessive no delivery, occlusion or verify the compromised force sensor system alarms due to the motor error alarms. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the lcd window and slight traces of moisture at the lcd board.